Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2017-01906. 1. Section g. Box 3. Report source. This report is associated with MFR report numbers: 1. 3005168196-2017-01907. 2. 3005168196-2017-01908. 3. 3005168196-2017-01909. 4. 3005168196-2017-01910 h3 other text : placeholder.

Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-01907, 3005168196-2017-01908, 3005168196-2017-01909, 3005168196-2017-01910. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a subarachnoid hemorrhage using penumbra smart coils (smart coils). During the procedure, while attempting to deploy a smart coil into the target vessel using a non-penumbra microcatheter, the physician determined that the coil was too big for the aneurysm and decided to pull it back; however, while retracting the smart coil, resistance was encountered and subsequently, the smart coil unintentionally detached in the microcatheter. Without realizing that the smart coil had unintentionally detached inside the microcatheter, the physician attempted to advance a new smart coil through the microcatheter. However, resistance was encountered and the physician realized that the previous smart coil had unintentionally detached inside the microcatheter; therefore, the new smart coil was removed intact. The microcatheter containing the detached coil was then removed and the coil was flushed out. After that, the microcatheter was reinserted into the patient¿s body. The physician then determined that the smart coil that was previously removed intact was the wrong size prior to reinserting it into the microcatheter and continued the procedure using other smart coils. While attempting to use a new smart coil, the physician had difficulty loading the smart coil into the hub of the microcatheter; therefore, it was removed. It was reported that the same issue occurred with the next three smart coils. The procedure was completed using additional smaller smart coils and the same microcatheter. There was no report of an adverse effect to the patient.